Event description:
Customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accu tni) result for one patient. A patient sample when tested for accu tni gave a result of 0.98ng/ml. The sample was then aliquoted, re-centrifuged and re-tested upon which it gave a result of 0.07ng/ml. The erroneous result was not reported outside of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample was collected in plastic 5 ml bd lithium heparin tubes with gel separator and centrifuged at 3200 rpm for 5 minutes. Qc resulted within specifications prior to and after the event. Service was offered to the customer but was declined. Customer stated they have not had any further erroneous events and believes the erroneous results were sample related. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.